Manufacturer narrative:
Evaluation summary: the catheter was returned for evaluation. The device was visually inspected. The balloon was unfolded and showed a longitudinal burst. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use a in.pact admiral to treat a fibrous lesion with 75-80% stenosis in the mid left radial-cephalic arteriovenous fistula(avf). Artery diameter and lesion length was 7mm and 60mm respectively. Physician used a non-medtronic 7fr sheath and a non-medtronic 0.03" glidewire. A medtronic ac3205p inflation device was used to inflate the balloon. Contrast and heparanized saline inflation fluid was used. IFU was followed and the device was prepped without issue. It was reported that having pre-dilated the avf lesion with an evercross pta balloon the physician planned to then use the in.pact admiral dcb at the avf lesion. On its very first inflation and upon reaching 10atm, the physician noted that the balloon burst. The balloon was removed without any issue or intervention required. The procedure was completed using a new in.pact admiral from the same batch. No patient injury was reported. Please note that this device, in.pact pacific pta balloon, is not marketed in the united states; however, it is similar to the united states marketed device, in.pact admiral pta balloon. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.